Event description:
It was reported that the patient experienced hyperglycemia, which was corrected with an insulin pump on (b)(6) 2026.

Manufacturer narrative:
E1: Event city: (b)(6).Event Country: Italy.(b)(6).Country: United States of America.(b)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 8021545.